Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records a product sample was received for evaluation. No previous service history was found. Visual and functional testing were performed. The device was received with minor scratches on the reservoir tank cover, visibly soiled enclosure, corroded drain fitting, worn line cord, reflux plug, and pole clamp assembly. The standoff behind the display was broken off and rattling inside the enclosure. A faulty printed circuit board (pcb) and a noisy pump. The technician powered on the device checking the temperature and alarm functions. The reported issue was duplicated, and the over temp alarm wouldn't go off when triggered and wouldn't respond when adjusted. The root cause of the reported issue was due to a faulty printed circuit board (pcb). The technician was unable to be determined who cause the reported issue. The technician replaced the pcb and the device passed all functional tests.

Event description:
Information was received indicating that a smiths medical fluid warmer had no light and sound for the temperature alarm. There were no reported adverse events.